Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and endoanchors were used in a patient for the endovascular treatment of a 83mm abdominal aortic aneurysm. The patient had previously undergone implantation of a non-mdt stent graft system approximately 14 years before and the endoanchors were being implanted for treatment of a migration and type ia endoleak. An endurant aortic extension and a non-mdt iliac extension was also implanted in the patient in addition to the endoanchors. Six endoanchors were implanted from the aortic cuff to aortic neck. No endoleaks were observed at the end of the procedure. It was reported that dissection of the right iliac artery occurred during the procedure. The dissection was identified from a CT scan carried out few days post the intervention. Contrast in the right side of the aortic wall and around the right iliac was also observed following a duplex ultrasound. An additional procedure was carried out to repair and resolve the event by coiling and elongation of the right iliac, the procedure was successful. The events were both noted to be related to the re-intervention procedure with the endoleak possibly also related to the stent graft. No additional clinical sequelae were reported, and the patient will be monitored.